Manufacturer narrative:
The unit was unable to prime during the prime/compromised force sensor test and compromised force sensor alarm during the basic occlusion test due to protruded loose drive support disk. The insulin pump was received with minor scratched lcd window, cracked case near display window corners, battery tube threads, belt clip slot, reservoir tube lip.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.